Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 1.0.2. H3) the software team investigated the reported issue and the projection should always be straight. They tried reproducing the scenario but could not reproduce. They also reviewed the logs but did not get any information regarding the cause of the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for evaluation. Concomitant medical products: product ID: 9734436, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure.  It was reported that it is understood that the projection line from the tip of the tool is to be co-linear with the handle or top of the tool. That is not the case in this example and the health care professional was asking what was the correct position: the tip of the tool? Or where the green line projection is leading? There was no delay to the case. No impact on patient outcome. Additional information was received. It was suspected that the software of the navigation system caused the reported issue as the projection line for the probe was not co-linear. The instrument was noted to be accurate.